Event description:
It was reported that this patient had an episode of syncope. The healthcare provider (hcp) successfully completed a device interrogation. However, no boston scientific technical services (ts) review of device data was requested as the hcp indicated the reports will go to the emergency room and the physician will call ts back if they have questions. No subsequent calls to ts were made. Attempts to gather additional information were unsuccessful. The cause of the syncope is unknown. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.